Event description:
The customer reported that the device had no sound. The vm6 monitor (goldway for china), model# 863086, is substantially similar to the vm6 monitor, model# 863064, and will be reported in the united states under device model # 863064. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.